Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One certain® implant lab analog 4.1mm(d) (iila20) and one certain® twist lock tm coping 4.1mm(d) x 4.1mm(p) (iiic44) were returned for investigation. The reported certain® straight healing abutment 4.1mm(d) x 4.1mm(p) x 4mm(h) (isha44) and 3i t3® non-platform switched tapered implant 4 x 13mm (bost413) were not returned for inspection. Visual inspection of the as returned product identified minimal wear from use about the analog body and drive feature. The coping body and screw are likewise minimally worn. Functional testing was performed for the returned product and it was determined that the coping and analog returned assemble and seat with one another. These components were also tested with in house devices, and found to function as intended. It is noted that the patient has a history of clenching and bruxism, which could contribute to damage at the seating surface of the implant and/or abutment. The reported product was located on tooth # 5 and the implant remains implanted. The customer has not provided additional pictures or x-ray images of the product. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported they were trying two different abutments and they did not seat. The impression coping did not seat as well. Doctor seated a one piece healing abutment with force and a squeaking noise. Verification of the abutment and implant functionality could not be performed without product return. Therefore, the complaint could not be confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. D4: expiration date, UDI. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes.' H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight is not provided / unknown.

Event description:
It is reported that the healing abutment isha44 did not seat in the implant. Doctor did seat another healing abutment in the implant.